Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. A review of the service history indicates the scope was purchased on april 21, 2014 and has received service via six repairs in the past three years. These repairs were not related to the reported event, and the scope was last repaired on may 24, 2019 for an annual inspection. A visual inspection was performed on the image by connecting the scope to a cv-190 video processor and a clv-190 light source to inspect the image. Once connected and powered on, the image was normal. The control knobs, insertion tube, and bending section were manipulated and functioned appropriately with no abnormalities. The scope on for 6 hours and repeated the manipulation process and the image continued to operate normally. There was no sign of a hot scope connector or evidence of an electric smell. The scope connector was disassembled and did not find any signs of fluid invasion. The scope passed the leak test. The service group noted the bending section cover glue was cracked and there were three frayed wires found on the bending section cover mesh. The cause of the cracked glues and frayed wires can potentially be attributed to handling from excessive stress/force. Based on the evaluation, the reported event could not be confirmed as the scope image operates normal with no abnormalities and there were no signs of the scope connector having an electric hot type smell. Additionally, the concomitant equipment were not returned for evaluation and the settings are unknown. As a preventive measure, the instruction manual indicates, "be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction."

Event description:
The service center was informed that during preparation for use, the technician plugged the scope into the tower when they smelled an electrical (hot) smell and there was no image. This occurred before the scope was used on a patient. The staff tried to troubleshoot but could not determine the source or reason for the smell. The user facility reported there was no back-up scope and as a result the procedure was canceled and the patient needed to come back at another time.